Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty power supply. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model clv-180, evis exera ii xenon light source, failed to power up. The problem occurred during preparation for use. The intended procedure was completed using a different device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device had no abnormalities in manufacturing, special adoption, or variations. There is no repair history in the past year. Upon inspection and testing, it was confirmed that the device did not turn on due to faulty power supply unit. In addition, found worn out scope socket causing poor connection. Top cover has deep scratches. Device is equipped with new type igniter and iris cable, olympus lamp 300+ hours, light output within specifications. Since it has been more than nine years since the device was delivered, the power supply unit has deteriorated over time due to repeated use for a long period of time, and the equipment did not been turned on.